Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that during a clinic visit progav valve was checked. The setting was to be at 20cm of water. When checked the valve was set at 8 cm of water. The valve was then reset to 20 cm of water and confirmed with programmer. Patient had a MRI one month prior, the valve is said to be MRI compatible. It does not require confirmation of valve setting after MRI performed. No patient injury reported. Surgery involvement not reported.

Manufacturer narrative:
The device was not returned for evaluation although attempts were made to retrieve it. No additional actions are required.